Event description:
It was reported that an ilet user¿s pump stopped dosing after supplies were changed because the libre 3 plus cgm was not properly started or paired, which prompted alerts to connect cgm or enter bg and to replace the sensor; the user entered a manual fingerstick value and continued in bg-run mode until a new sensor was started, after which dosing resumed and glucose returned to range. Symptoms included hyperglycemia, nausea, dizziness, and malaise. Outcomes included a delay to therapy. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, with a usage problem identified involving improper procedure and failure to follow pairing/starting instructions; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and not and unintended use error.